Event description:
Reported no product was returned. Engineers attached the quality review of product prior to release.

Manufacturer narrative:
The investigation of the complaint was limited because no sample was returned. Customer is claiming cuff leaks which was discovered during use. During manufacturing process the devices are 100% inflation tested, which includes inflating each device cuff and leaving for a 12 hour period. Reductions in pressure over this time are considered a failure and the device would be rejected. Each cuff shall be also tested by customer prior use as per instruction for use lls10001031-001 rev. 100, page 3, instruction for use section, point 1: "the integrity of the cuff and inflation system should be checked prior to insertion". Due to fact that cuff leak was discovered during use (not before tracheostomy procedure as required by IFU) it is the most probable that reported failure occurred due to contact with sharp edge which is in conflict with instruction for use lls10001031-001 rev. 100, page 5, precautions section, point 6 "guard against cuff damage by avoiding contact with sharp edges". Unfortunately without the sample we are unable to determine true root cause of this issue. No trend of confirmed complaints in relation with this issue was identified.

Event description:
Information was received that while in use, device had a leak. Patient oxygen saturation decreased, and device was replaced.